Event description:
Customer complained of low blood results. Caller normally is between 80-90mg/dl fasting. Performed blood glucose test at the time of the call with results of 60mg/dl. Last results in memory were 27mg/dl, 25mg/dl, 27mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (25) and the normal result (90) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with meter confirmed failure. The root cause is foreign material on strip connector.

Event description:
Consumer complaint of low blood results. Caller normally is between 80-90mg/dl fasting. Performed blood glucose test at the time of the call with results of 60mg/dl. Last results in memory were 27mg/dl, 25mg/dl, 27mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (25) and the normal result (90) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).